Event description:
According to the available information the wire broke during use. The same product was used from their inventory as a replacement. User suffered no harm.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we find other complaint on lot number. Checking the quality databases did not reveal any anomaly in relation to the described defect. Note: the dormia is a fragile instrument which must be handled with care. However, our documentation reveals a 100% inspection is performed following our work instruction and inspections are documented: control realized at 100% after the assembling: each step of the process, functionality (open/close) verified, after the packaging, visual controls at 100% during the packaging, an opening and closing test is performed three times and a checking that the basket is fully extended is performed. The dormia is packaged with the basket opened. We did not received the sample, upon receipt complaint will be reopened and updated. According to the picture received, we can see that the basket was not completely opened but without the sample, no investigation can be done and no root cause identified.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found one other complaint on lot number 10010757. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.

Event description:
According to the available information the wire broke during use. The same product was used from their inventory as a replacement. User suffered no harm.